Manufacturer narrative:
Investigation is underway. A supplemental report wil be submitted upon completion of the investigation.

Event description:
It was reported that post lens implantation the lens was explanted and exchanged due to opacities. The patient has fuch's dystrophy for which a dsaek transplant was performed at the same time as the cataract surgery. On (B)(6) 2012 yag was performed. The lens was exchanged on (B)(6) 2014. The patient's vision reportedly is better and clearer. The patient wears glasses. This report references the patient's left eye.